Event description:
A customer reported obtaining imprecise sequential readings on their precision xceed meter. The customer reported that they obtained readings of 28 mg/dl and 271 mg/dl within a 10-minute timeframe. When plotted on a parkes error grid, the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury of mistreatment associated with this case.

Manufacturer narrative:
The product has been requested for investigation, and a final report will be submitted if results become available.